Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system camera made a pop sound and lost communication. An amber fault light was then illuminated on the camera. The medtronic representative was able to retrieve a different camera and attach it to the navigation system to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement device shipped to site on (B)(6) 2014 for issue resolution. A medtronic representative replaced the camera and performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect device finds that the bump sensor had been activated on (B)(6) 2014. The accuracy assessment kit (aak) test was not performed as no markers were visible to the positioning sensor unit (psu). The reported event was confirmed to be caused by an electrical failure mode due to a system fault code.